Manufacturer narrative:
E1: facility name (B)(6) hospital. One device was received for evaluation. Visual inspection found no physical damage. There was no evidence in the event history log. Functional testing was unable to verify the reported problem; however, error code 1310 was revealed during self-test. It was determined that the most probable cause is the user did not use the battery with it inserted for a long period of time. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an lec1310 error. There was no patient involvement.